Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a defective collar wash valve was causing inadequate washing of reagent probe b. The fse also noted that the collar wash valve was just replaced one week prior to the event. The fse proceeded to replace the collar wash valve to resolve the issue and verified the repair as per established procedures. Failure mode of the event is attributed to a defective collar wash valve.

Event description:
The customer reported obtaining suppressed hemoglobin a1c- patient results with "out of instrument range high (oirh)" flags for four (4) patients from the unicel dxc 800 synchron system. The suppressed results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer indicated that no other assays were affected for this event. Quality control (qc) results prior to the event were erratic but the results were within the laboratory's established two standard deviations (2sd) range.